Event description:
A patient reported that the meter would not power on and had symptoms of feeling weak, hungry and clammy. Patient ate some food and replaced batteries on meter and still no power. There was no serious injury or adverse event. Strips were expired 10/2001. No further information has been reported.